Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels displayed as "low" on the continuous glucose monitor. Suspected cause was due to the customer¿s personal profile requiring adjustments. Reportedly, the customer fell and got bruises. Reportedly, the customer required assistance from contacts to address bg level with carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management.